Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the needle was placed 3 days in a chamber in subclavian position and it broke at a right angle. The right part of the needle was found under the skin which require surgical intervention to extract and suture it. No other information was provided.